Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that the patient had re-operation for a valve-in-valve procedure after an implant duration of 11 years and 2 months due to aortic stenosis and aortic regurgitation. The patient's op report also documents severe aortic stenosis of the prosthetic valve. The patient underwent transapical aortic valve replacement with an edwards sapien transcatheter heart valve without any complications.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: there are several potential causes for prosthetic valve stenosis and regurgitation. Structural valve deterioration is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Unfortunately, the explanted device was not returned to edwards for analysis. There is insufficient information to conclusively determine the root cause of this event. No further actions are possible with the available information.